Manufacturer narrative:
Lot # - two (2) suspect lots (17k036 and 17m007) were involved in this event. Lot 17k036 was manufactured october 20, 2017. Lot 17m007 was manufactured november 6, 2017. Two (2) suspect lots (17k036 and 17m007) were involved in this event; however, the exact lot could not be determined. A batch review was conducted for each suspected lot and there were no deviations found related to this reported condition during the manufacture of either lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors were leaking from unspecified locations. These events occurred before use by a patient. The folfusors were found to have leaked medication at the time the devices arrived sealed in the outer bag. The folfusors were filled with flourouracil 3950mg and the medication was found within the outer bag which indicated a leak. There was no patient involvement. No additional information is available.